Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable. Pressed stop/start to silence alarm. Reviewed pump settings and pump restarted. The screen read run. There was no report of a patient injury.